Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The device will not be returned. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced dizziness and non-auditory sensations with and without device use. The recipient was prescribed antibiotics (type unknown). On (B)(6) 2025, the recipient was seen by a doctor who noted swollen optic nerves. The recipient was hospitalized later that week due to hydrocephalus and put on a diuretic. CT scan was completed, and the recipient was diagnosed with a large acoustic neuroma. On (B)(6) 2025, the recipient¿s device was explanted for MRI needs. The MRI on (B)(6) 2025, confirmed acoustic neuroma/vestibular schwannoma. The recipient¿s issues are not believed to be device related. The recipient will not be reimplanted. The recipient is healing well.